Manufacturer narrative:
Na

Event description:
The patient presented to clinic for routine follow up. The ventricular lead impedance had historically been low for this patient. The decision was made to replace the lead. The device was interrogated and indicated there was no capture threshold and the sensing dropped. X-ray showed a problem with the lead insulation around the header of the device. The lead was explanted.